Event description:
It was reported that at a routine follow-up appointment, a check right atrial lead alert was noticed when this device was interrogated. Boston scientific technical services was contacted and it was discussed that this alert was due to a singular out-of-range pacing impedance measurement from the right atrial (ra) lead. The current impedance measurements were all in-range. It is unknown if any further action will be taken in this event. At this time, the system remains implanted and no adverse patient effects were reported. The ra lead is not a boston scientific product.